Event description:
It was reported that the patient was unable to keep the ipg charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.